Manufacturer narrative:
An event of stroke and thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.na.

Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer amulet left atrial appendage occluder was implanted. The patient was prescribed dapt 81/75. On (B)(6) 2023, the patient showed signs of stroke symptoms. A transesophageal echocardiogram (tee) was done and a massive device related thrombus was discovered on the device that extended to the mitral valve. The patient was sent to the operating room for treatment, and the thrombus was surgically removed. The patient is reported to be stable. It is believed that the screw attachment was site of thrombus formation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.